Event description:
This spontaneous case refers to a cryocyte freezing bag (code r4r9957 - lot # h05a20043) which was torn on one side during its defrosting in a tain -marie (water bath) in 2005, the patient did not receive the product. No injury or medical intervention was reported. The sample is available. There were enough target-/ stem cells for transportation of the patient. The patient was not remobilized and / or recollected due to the cell loss in this event. The volume of product frozen in this bag was 130ml. A metal cassette was used for freezing the storage. A mechanical freezer was used. Storage in liquid nitrogen for 2 months. All viral markers are negative.

Manufacturer narrative:
A review of the manufacturing records of the lot reported has been conducted and has been found to within specifications. Similar incidents have been received for this product code, but not for this specific lot number. The number of incidents reported experienced a previous increase in quarter 4 of 2001. Corrective action was taken on april 30,2002. CAPA cai-02-1252 was opened on 04/30/2002 and closed in october of 2004 and the number of reports received has since returned to baseline. This reported incident involves product that was manufactured afte the action was taken. As a result, this incident has been reported to engineering for further investigation. The sample as well as additional information has been requested.